Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause of the reported dislodged cannula. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported by the patient¿s father that the patient¿s blood glucose levels increased to approximately 427 mg/dl after approximately 36 hours of pod wear on the abdomen and did not decrease despite administering correction bolus doses. The father reported that upon closer inspection of the pod, the smell of insulin was detected, indicating a leak. Upon pod removal, the cannula was found to have dislodged from the skin at the infusion site, resulting in insulin leakage, and bleeding was noted at the site. The father applied a new pod and the patient successfully resumed therapy. There was no medical intervention reported in relation to this event.